Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The 90% stenosed and moderately calcified lesion was located in the moderately tortuous left circumflex (lcx) artery. Vascular access was obtained through the right femoral artery. The strut of the taxus liberte 20mm x 2.50mm paclitaxel-eluting coronary stent broke. No information is available as to when the stent strut break occurred. No patient injuries or complications were reported as a result of the event. The patient's status was reported as good.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed distal stent damage. One of the stent struts was raised. Distal stent damage is consistent with the device meeting some form of restriction during insertion. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to handling damage.